Event description:
Pursuant to info received from the physician, the pt was bilaterally implanted with smooth salines on 12/16/93. Subsequently, the physician noted that the pt had developed auto-immune symptoms and capsular contracture in both breasts. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.